Event description:
The customer alleged that he received a high blood glucose reading using his contour meter. While troubleshooting, he performed control tests and received a result of 230 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.